Manufacturer narrative:
(B)(4). Location : hospital. The device has been returned to the manufacturer for evaluation. Visual and functional inspection identified the inferior shaft is broken at the centerline of the pivot pin hole, and the pivot pin is missing. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload.

Event description:
It was reported that during a micro discectomy, a pituitary broke in the disc space. No patient complications were associated with this event.